Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Audio options failed volume 1-5 same level. However, hardware low level failures alarm during self-test. Also, hardware low level failures alarm is confirmed in the insulin pump history file due to an electronic defective. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error. Customer stated they were able to clear the alarm and were able to complete rewind. Customer stated that insulin pump did passed the self test. Customer had high blood glucose of 27.9 mmol/l. The insulin pump will be returned for analysis.